Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for fault 16 was a seized brake gap caused by corrosive damage on the drive train brake gap assembly. The autopulse platform archive review revealed that daily checks were not performed regularly. The customer stated that the autopulse platform was stored inside a designated compartment in the rescue truck. Performing regular daily checks and storing the device in a location with low humidity will prevent the brake gap from seizing. Upon visual inspection, unrelated to the customer reported complaint, zoll service personnel noticed a hairline crack on the handle of the front enclosure and cracks on the bottom enclosure. The root cause was likely attributed to user mishandling, such as a drop. The front and bottom enclosures need to be replaced to address the observed physical damage. The archive data indicated several fault 16 on and around the customer reported event date: thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the archive data indicated user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), ua02 (compression tracking error), and ua12 (lifeband not present) error messages. Based on the archive, the customer cleared the observed error messages. User advisory is a clearable error message; per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on; thus, confirming the customer's reported complaint. In addition, based on the photos provided by the zoll service personnel, observed corrosive damage on the drive train brake gap assembly. Zoll service personnel unseized the brake gap, cleaned with alcohol, and performed manufacturing mode to address fault 16. Following this, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (B)(4) displayed fault 16 (timeout moving to take-up position) during shift check. The customer tried to clear the fault by resetting and replacing the lifebands; however, the error persisted. The customer usually stores the autopulse platform on the rescue truck in a designated compartment. No patient involvement.